Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up when they went to use it to monitor a pt. There was no adverse pt impact. The philips repair bench evaluated the device and confirmed the failure. The cause of the failure was found to be a faulty printer assembly. Multiple parts were damaged by the printer assembly failure. After the device was reassembled and passed all performance assurance tests, it was returned to the customer.

Event description:
The customer reported that the device failed to power up when they went to use it to monitor a pt. There was no adverse pt impact.